Event description:
A nurse reported that during four of the five surgeries performed in the morning, the knife from the customer pak was found to be dull. In each of those cases, a new knife was used to complete the incision. There was no harm to any pt.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the two possible lots were reviewed. Functional penetration test values for the lots met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company acceptance criteria. Because a sample was not returned, and no evidence of nonconformity could be found in the lot record reviews, the root cause for the dull knife experienced by the customer cannot be determined. (B)(4).